Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the mcm30 clips would not deliver (feed). There was no consequence to the pt.